Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted. The technical support specialist (tss) performed a full data synchronization to repair the database and confirmed that the login functionality was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station update required. User unable to saw the power off button on the screen and attempted to reboot the station but issue persisted. There were no adverse events or injuries reported based on this event.